Event description:
Caller states the he was receiving higher readings on his device (more than 400mg/dl). He reports that he made an appointment with his doctor as a result. His doctor reportedly compared caller's device to their device. Caller reports his device read 407 mg/dl while the doctor's device read 81mg/dl. Caller reports the tests were done at the same time and that he was in a fasting state. No control solutions were reportedly used. Requested return of suspect device and replacement was sent.